Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary partially covered stent was to be used to treat a stenosis in the common bile duct during a stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent failed to deployed. The stent was removed from the patient and was checked, and it was noted that the stent was damaged. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no patient injury.¿

Manufacturer narrative:
A fully constrained wallflex¿ biliary rx stent and delivery system was received for analysis. Visual examination of the returned device found that the clear outer sheath was significantly curved. The outer sheath and the inner shaft were kinked at the guidewire access port. In addition, the inner shaft was found exiting the guidewire access port. The handle's stainless steel tube was curved. A functional analysis noted that it was possibly to manually deploy the device. There was no issue with the stent and no other issues were identified during the product analysis. The investigation did not confirm the reported complaint of stent damaged, however stent failed to deploy was confirmed. It is likely that the customer meant that the delivery system was damaged and not the stent itself. Taking this into consideration, along with the condition of the returned device, the investigation concluded that the observed failures are likely due to anatomical/ procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 9, 2017 that a wallflex biliary partially covered stent was to be used to treat a stenosis in the common bile duct during a stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent failed to deployed. The stent was removed from the patient and was checked, and it was noted that the stent was damaged. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no patient injury.¿